Event description:
It was reported while using the pump for a procedure, there was a bubble alarm on the pump. However, when the tubing was removed and reinserted, the pump never revealed any bubbles despite the physician stating that he could visualize the bubbles in the tubing before they entered the bubble sensor and they flowed through the sensor with no alarm or stopping of the pump. The tubing sets were changed twice and the problem continued. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.